Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma - late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; fluid in the breast; inflamed lymph nodes. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported a right side rupture. Patient reported fluid in the breast and inflamed lymph nodes. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.3.

Event description:
Healthcare professional reported a right side rupture. Patient reported fluid in the breast and inflamed lymph nodes. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified the device is seen ruptured and biological tissue. Due to the impossibility to perform a microscopic analysis via device analysis performed through photographs, it is not possible to determine the most likely failure mode.